Event description:
Alleged infection and complication.

Manufacturer narrative:
Infection reported as the reason for complaint. Unable to confirm infection. Device not explanted. No findings available.

Event description:
Alleged infection and complication.